Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the mildly calcified and moderately tortuous proximal left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon took some time to cross the lesion, but was able to cross. However, it ruptured when the pressure was increased to 10 atm and was replaced with another of the same device and re-inflated. There was no patient injury reported.